Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connection was evaluated and repaired. The ac control pcb and smart switch pcb were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cable could not be connected. Additional information was received from the field service engineer confirming that the system failed to boot up. No patient serious injury or death was reported related to this event.